Manufacturer narrative:
Event date: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. A conclusive cause for the difficulty listed cannot be determined based on the limited information available and the device not returned for analysis. The patient effects listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number. The additional patient effect of death referenced is filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying proglide and prostar relative to percutaneous aortic valve replacement procedures using the pre-close technique in 136 patients resulting in some patients experiencing: 30-day mortality (deaths due to heart failure, sudden death, pneumonia, and ischemic bowel); dissection and perforation requiring balloon dilation, stenting or surgery; unsuccessful hemostasis requiring balloon dilation or stenting; thrombus requiring balloon dilation; occlusion and stenosis requiring balloon dilation or stenting; occlusion with surgical treatment; bleeding requiring a covered stent or surgical repair; pseudoaneurysm; retroperitoneal bleeding; blood transfusion; re-hospitalization, longer length of stay and protamine reversal, used only in patients with ongoing bleeding. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous aortic valve replacement vascular outcomes with a fully percutaneous procedure"